Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 468 mg/dl. The insulin flow blocked alarms recurring after troubleshooting. Customer has not tried all recommended troubleshooting. The insulin did exit during 5 unit fixed prime fill cannula. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.